Event description:
It was reported that the pacemaker dependent and patient presented remotely via merlin.net transmissions due to noise reversion episodes on both leads. The patient was not symptomatic due to the noise. The noise was not reproducible in clinic. Since the noise was increasing progressively, the physician capped and replaced the leads on (B)(6) 2017. The physician elected to replace the pulse generator because the noise had started appearing soon after the device was implanted on (B)(6) 2015. The patient did not have any complications from the surgery.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.